Event description:
The pt rec'd 2 unk cypher stents in a svg to a lateral wall in 2009. The target lesion was a fibrotic aortotomy site from a 10 year old graft. According to the physician, the stents had been implanted in a pivot point. The stents were not overlapping. No myocardial bridging was noted. The pt was back in the hosp 5 days later with chest pain. Angio showed stent fracture. The stent fracture led to a restenosis, which was treated with a balloon. Pt was stable post intervention, but he died about 2-3 hrs later with pulseless electrical activity (pea). Post exam did not show rupture, pulmonary embolism (pe) or tension pneumothorax (ptx). The immediate cause of death is still unclear.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2009-00219. The products remain implanted in the pt and are not available for analysis. Add'l info will be submitted within thirty days upon receipt.